Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture followed by intrinsic r-waves were observed in non-sustained rv oversensing episodes. Programming changes were recommended.

Event description:
New information received indicated that programming changes were made. The patient condition before, during, and after the event was stable.